Event description:
Consumer called to report that pt had had surgery in 2004. The surgery was a below the knee amputation. The caller states that the skin staples used harbor bacteria and in a pt such as the pt who was a diabetic and on dialysis. Also the chlorines in pt's blood reacted with the nickel in the staples causing oxygen starvation and nickle poisoning, leading to septic shock and pt's death.